Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information requested.

Event description:
The customer reported blower temperature is high. No patient harm was reported.